Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire station was shut off and did not power back on. The technical support specialist (tss) checked the station and confirmed it was online in the remote support service dashboard. The tss confirmed with the customer that a field service engineer had visited and restored the connectivity but could not repair a failed drawer due to missing parts. The ticket was postponed, but the hardware issue was later resolved. The customer had agreed to close the case. The system functioned as intended after the technical support specialist and the field service engineer investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire station had shut down and did not power back on even after the switch was flipped. The customer stated that they were unable to dispense medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.